Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed both tamper seals were removed and the bottom case was cracked. Review of the event history log showed an occurrence of an "invalid syringe size" error message. Functional testing confirmed the reported issue. The alarm was duplicated during the syringe test. The investigation determined that the cause of the issue was that the device had been dropped resulting in the plastic pin of the size pot separating from the size pot tab. According to the investigation, this issue was a result of the customer's physical damage to the device. The barrel clamp assembly was reassembled. Preventive maintenance was also performed and the pump then passed all functional testing. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported the device alarms barrel clamp error, not recognizing syringes. No patient injury/involvement reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.